Event description:
The servo-I was being used on a patient when it shut down. The ac/dc converter and the battery were defective. Lss-v04174. Sequence of interventions: 1) patient was present for left femoral access and right leg revascularization was performed - vascade deployed and patient taken to recovery. Pulses of left (1st vascade) side were weak post procedure. Even with doppler the pulse was less than pre procedure. In time, patient foot went cold and pain noted with numbness. 2) staff suspected plaque was source of occlusion. Patient brought back for access right femoral artery and left leg revascularization performed. Vascade placed on right side. Patient brought to recovery and became symptomatic with cold foot the right side (2nd vascade side). 3) patient brought to procedure room for third time assuming plaque dissection as before. Angioplasty performed with a 3rd vascade for closure. Ischemia noted once 3rd vascade placed. Surgical intervention: following 3rd vascade closure, patient was transferred to hospital ed (southern california hospital at culver city) the physician performed surgery bilaterally- three collagens noted intravascular (common femoral x 2 and profunda x 1). These were surgically removed and endarterectomy performed on both common femoral arteries left and right side. Patient received a transfusion during the surgical intervention. Patient remains in hospital in stable condition and was released the next day.